Event description:
It was reported that the patient was experiencing shocking in the right ribs. There was also a ¿ramping¿ of the stimulator without cause. It was clarified that the ¿ramping¿ meant the stimulation was increasing by itself without cause or movement. The battery orientation was checked and was correct. Impedances were checked of which all were within normal limits. Reprogramming was attempted but the patient complained of the same thing. Everything changed on its own around the first part of (B)(6) 2015. The patient went for x-rays to review lead placement. Additional information received reported that the stimulation would get real strong and give her rib pain. The x-ray showed everything looking the same as implant. The orientation was checked again, the patient was reoriented, and the device was reset in each position. The patient then had good therapy and was not experiencing the ¿ramping up.¿ no follow-up was required as information suggests the issue was resolved and the patient was receiving good therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).